Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the bolus delivery of her infusion device was not functioning properly and her blood glucose was elevated (value not provided). She stated that she disconnected from the infusion device and primed/bolused and it took 9-10 units before insulin dripped from the end of the infusion tubing. No further information was provided. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation. No further information was provided. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.